Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay and broken battery tube threads. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer current blood glucose level was 25 mmol/l. Customer blood glucose level at time of incident was 17.8 mmol/l. The customer was treated with needles. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that while performing high pressure test insulin pump had insulin flow blocked alarm and had chunk at back of the pump battery side. Customer had symptoms like very thirsty difficulty thinking and speaking feels exceeding full very sleepy. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis.